Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that there was blood in the shaft of the device and the collar weld plate was separated. There were numerous kinks to both the shaft and hypotube of the device. Microscope inspection revealed no further damage or irregularities.

Event description:
Reportable based on device analysis completed on 20jun2024. It was reported that the packaging was damage. The 95% stenosed target lesion was located in the left anterior descending artery. A 6f guidezilla ii long was selected for use. During preparation, it was noted that the packaging was damaged. No seal or device sterility was compromised. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed there was blood on the shaft and the collar weld plate was separated.